Event description:
The customer contacted stryker to report that their device powered off by itself. As a result, defibrillation therapy may be delayed or would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer¿s device and was unable to duplicate or verify the reported issue. Stryker replaced the battery pins and tightened internal nuts as a precaution. Thereafter proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined.